Event description:
It was reported that this right atrial lead exhibited high pacing thresholds and oversensing. A revision procedure was performed and the physician made a decision to explant this lead. A new lead was placed and no additional adverse patient effects were reported.